Event description:
Target was notified that during an angiogram pre-glue injection, it was noticed that there was a hole in the distal 30-cm portion of the catheter. The contrast media, iomeron 300, was infused by hand injection via a 2 ml syringe. No manometer was used and there was no recollection of any resistance felt while infusing the contrast. This event did not cause any harm to the pt.